Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A health care provider from a hospital called in to report that a customer with a t:slim pump had been admitted to the hospital. Although requested by tandem technical support, the contact stated that they were unable to provide any information regarding the customer, device information, or surrounding circumstances. No additional information was provided on the reported event.